Manufacturer narrative:
Additional information : d4, h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159749 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 159749 and test base part number 195-430h / lot 150314. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 159749 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d2, d3, g1, and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.